Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, when the catheter was taken out from the packaging, there was white powder in the handle. The catheter appeared to be dirty and felt reportedly uncomfortable. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was discarded.

Manufacturer narrative:
Media review: media was reviewed by a boston scientific quality engineer. The media shows evidence of a whit residue in the handle of the farawave catheter. The reported event was confirmed via analysis of this media. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, when the catheter was taken out from the packaging, there was white powder in the handle. The catheter appeared to be dirty and felt reportedly uncomfortable. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was discarded.